Event description:
It was reported that a clearlink, non-dehp solution set leaked at the connection between bag spike and tubing. The issue was identified during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During disinfection, a leak was observed between the assembly of the tubing and drip chamber. A CT scan identified a channel leak/gap in the bond. The reported condition was verified. The cause of the condition was due to an improper solvent application during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.